Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip cut the cystic duct when it was applied. The doctor was able to apply another clip. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.